Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The product has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed as the transmitter has no voltage. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. The probable cause could not be determined. No additional patient or event information is available.